Manufacturer narrative:
Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag console shutting down was not confirmed. The returned centrimag console (serial number l03494-0004) was functionally tested at the service depot alongside all other returned equipment (centrimag motor l03400-0003 and flow probe 78118, each evaluated separately) and alongside known working testing equipment, and the console was found to perform as intended. A log file was also extracted from the console and was reviewed. Manual system stops were observed within the timeframe of the reported event; however, no atypical events or atypical system stops were observed. The serviced and tested console was returned to the customer site after passing all tests per procedure. No adverse patient consequences were reported as a result of the event, and the root cause of the reported event was unable to be conclusively determined. Review of the device history record for the centrimag console, serial number l03494-0004, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag console was beeping like it was being shut down and then shut off suddenly. At time of event, an extracorporeal membrane oxygenation (ECMO) clinician was there, and backup console was readily available, so console and motor head were switched out promptly after power failure.